Event description:
I had the essure implant procedure done on (B)(6) 2015, at the recommendation of my ob/gyn, who was also performing an endometrial ablation on me at my request. Approximately 3 weeks after having the procedure, I began experiencing unusual symptoms; some of which have become more severe. I began cramping at the site of the implants, developed daily headaches, bloating, nausea, severe lower back pain, and increasingly painful joint pain (shoulders, elbows, fingers). I have been an active, healthy person my whole life. I did not have any of these issues prior to having the essure implanted into my body. Because of the joint pain I am now unable to do the very exercises I was doing up until the day before my procedure. I was not made aware of the thousands of other women experiencing similar adverse effects; I was not warned of the possibility of the coils becoming dislodged and travelling to/puncturing the bowel or uterus. I am now faced with an undesirable hysterectomy if I want these coils completely removed from my body - and I do. Not only is this emotionally difficult, but extremely financially difficult. I will likely be put into bankruptcy by adding another bill to my already high debt obligations. And who knows if my joint pain and other symptoms will go away. No woman, no human, should ever have to go through something like this. This product should not be used on anyone.